Manufacturer narrative:
An event of valve embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was snared, and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use, ¿post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was implanted. Post-implant the valve popped up from the annulus. The valve was snared into the ascending aorta. A second 29mm navitor vision valve was implanted. The following day the patient presented with heart failure and pulmonary edema. On (B)(6) 2025 the patient passed away. The cause of death was a combination of left ventricular hypertrophy, mitral insufficiency, and systolic anterior motion (sam). The user believed the death was related to the procedure and patient's comorbidities.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was implanted. Post-implant the valve popped up from the annulus. The valve was snared into the ascending aorta. A second 29mm navitor vision valve was implanted. The following day the patient presented with heart failure and pulmonary edema. On (B)(6) 2025 the patient passed away. The cause of death was a combination of left ventricular hypertrophy, mitral insufficiency, and systolic anterior motion (sam). The user believed the death was related to the procedure and patient's comorbidities.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.